Event description:
It was reported that a stroke occurred. A transcatheter aortic valve implantation (tavi) procedure was performed for the treatment of aortic stenosis. The patient's anatomy was tortuous. A sentinel cerebral protection system was used during the tavi procedure. There were no complications during the actual case. Eight hours later the patient experienced slurred speech and weak arm movement. An embolic stroke that impacted the left brain was determined. No intervention was required to treat the stroke. The stroke was too small to treat. The etiology was not able to be determined. No further patient complications were reported. Patient is doing well.